Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues and removal difficulties were encountered. The target lesion was located in an arteriovenous fistula in the subclavian. The 12-4/5.8 xxl balloon catheter was advanced and inflation was performed under rated burst pressure. After an unspecified inflation, the balloon did not completely deflate. While attempting to remove the balloon, it became caught on the sheath and detached inside the patient. The balloon was snared; however, an incision had to be made at the access site to accommodate removal from the patient. Removal efforts took approximately 1.5 hours and the initial treatment was not completed. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).